Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 1028 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The self test passed. Prior to the event, the insulin pump alarmed no delivery. Seven weeks prior to the event, the customer gave birth. After the first event, the customer was hospitalized again with a blood glucose reading over 600 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.